Event description:
Follow up information reported that the kink was located a third of the distance up from the distal tip. It was noted that the location of the kink appeared in a random place and it was believe to be due to a scrub tech error in "laying it out on the table outside of the lead packaging". If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a surgeon stated that a lead was kinked when he pulled it out of the sleeve. The reporter stated that it was suspected that the lead was placed on the table and something was set on top of it. It was reported that the device never touched the patient and was removed from the sterile field immediately. A new lead was opened and implanted without incident. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).